Event description:
In 2008, the patient reported that yesterday he had elevated blood glucose readings up to 246 mg/dl with his target range being 80-140 mg/dl. The patient stated this occurred after he changed his insulin infusion site. He stated he bolused through his infusion device but his readings remained in the 200's until just before bedtime when it had decreased to 114 mg/dl. He sated he awoke this morning with his readings in the 200's mg/dl and when he tried to bolus, he received an e4 (occlusion) alarm on his infusion device. He said he did not currently have an e4 displayed and he does not have an insulin cartridge inside the device. The patient was assisted in inserting a new cartridge, priming the infusion set tubing, and successfully performing a 5.5. Unit bolus of insulin. The patient was advised to check his blood glucose reading 2 hours after changing his site. Scar tissue and its effect on blood glucose readings was discussed with the patient. Troubleshooting did not find any product issues. On follow up with the patient, he stated he did not get any further occlusion alarms and his blood glucose is returning to his normal range. The patient did no require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.